Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. It did not pass the leak test due to a tear in the side of the delta chamber. It is undetermined how or when this damage occurred. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.